Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received in follow-up includes an operative report for a right knee revision on (B)(6) 2018. Noted in the records are the following: "...had a fall. She is now having symptoms of pain and presented today for operative intervention...failed right knee arthroplasty with patellar loosening, instability, and extensor mechanism compromise...the patient's patellar component was grossly loose and free-floating..." A cr femur, cs insert, and triathlon patella were revised to a ts femoral component with a stem and 4 augments, a ps insert, and a competitor patella.

Manufacturer narrative:
Reported event: an event regarding revision due to pain, loosening and failure of patellar component is reported involving triathlon patella. The event was confirmed for failure of patellar component based on medical review. Method & results: product evaluation and results: product inspection: not performed because device was not returned. Clinical review: a review of the provided medical records and / or x-rays by a clinical consultant stated that: the following adverse events were identified: left: failed patellar component with resection arthroplasty, revision left knee, periprosthetic infection, multiple aspirations and infection. Right: patellar component failure and revision, 2nd revision for knee dislocation and patellar tendon rupture. Conclusion of assessment: the mechanisms of failure and causes of revision in both knees appeared dynamic and unrelated to the implants. This was a very complicated case in a patient with multiple comorbid conditions. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was reported about revision due to pain, loosening and failure of patellar component involving triathlon patella. The event was confirmed for failure of patellar component based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Information received in follow-up includes an operative report for a right knee revision on (B)(6) 2018. Noted in the records are the following: "had a fall. She is now having symptoms of pain and presented today for operative intervention. Failed right knee arthroplasty with patellar loosening, instability, and extensor mechanism compromise. The patient's patellar component was grossly loose and free-floating." A cr femur, cs insert, and triathlon patella were revised to a ts femoral component with a stem and 4 augments, a ps insert, and a competitor patella.